Manufacturer narrative:
B3. Event date was estimated based on the earliest procedure date noted in the literature article. Details of the event, including product information, were not provided to bsc. Because the product lot is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other specific product information. If additional details become available, a supplemental report will be submitted. Nii, k., tsutsumi, m., maeda, h., aikawa, h., inoue, r., eto, a., sakamoto, k., mitsutake, t., hanada, h., & kazekawa, k. (2016). Comparison of flow impairment during carotid artery stenting using two types of eccentric filter embolic protection devices. Neurologia medico-chirurgica, 56(12), 759-765. Https://doi.org/10.2176/nmc.oa.2016-0036.

Event description:
It was reported via literature that some patients who underwent a carotid artery stenting (cas) procedure using a filterwire ez experienced strokes, transient ischemic attack (tia), neurological events, ica spasms, and ica flow impairment immediately after angiography. This study reviewed the angiographic findings and clinical outcomes of 175 patients between july 2010 and august 2015 after a carotid artery stenting (cas) procedure using a filterwire ez or the spider fx (non-boston scientific device) embolic protection devices. It was identified that the patients that underwent a cas procedure using the filterwire ez experienced the following adverse events: neurologic events (5.8%), tia (3.5%), minor stroke (1.2%), major stroke (1.2%), intraoperative distal ica spasms (30.2%), and ica flow impairment immediately after angiography (10.5%). No further information was provided to boston scientific.